Manufacturer narrative:
The concomitant products: carto 3 system: serial # (B)(4). Stockert generator: serial # (B)(4). Cool flow pump: serial # (B)(4). Deca catheter: catalog# d135304 lot# 16066696m. Lasso catheter: catalog # d134301 lot# 16084952l. (B)(4).

Event description:
It was reported that upon end of an atrial fibrillation (afib) procedure when viewing the cardiac sillouhette for an effusion, one was found and with a recent drop in blood pressure, the physician determined the patient developed a pericardial effusion which required a pericardiocentesis. 130 cc's was removed from the pericardial space. The patient was stabilized and was observed overnight in the ccu. The physician believed the event was procedure-related. The patient noted to have an improved condition.

Manufacturer narrative:
(B)(4) it was reported that during an afib procedure the patient developed a pericardial effusion and required a pericardiocentesis. 130 cc's were removed from the pericardial space. The patient was stabilized. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.